Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the pump was rebooting to the animas logo after ten minutes of use. It was noted that the pump would freeze when the animas logo was displayed. Reportedly, the pump was functioning appropriately prior to moisture exposure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that power reboots occurred. Visual inspection revealed that there were cracks at the battery compartment thread area and below the case seal. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. The battery cap was not able to be fully secured to the pump. Due to internal moisture contamination, the pump emitted intermittent call service alarms. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and leaks were found at the cracks in the battery compartment. The pump case was removed and evidence of moisture contamination was found on multiple internal components of the pump. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint that the pump was rebooting was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.